Event description:
The customer reported a lower than expected vitros valp result was obtained from a non-vitros biorad l2 lot 85230 control fluid using vitros valp reagent lot 2511-30-8922 when compared to (B)(6) 2021 vitros peer mean. Biorad l2 gen 30 valp result of 58.9 ¿g/ml vs. The (B)(6) 2021 vitros peer mean value of 71.68 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros valp result was obtained from a non-patient quality control result. The investigation could not rule out that patient samples would not be affected if the issue were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The customer reported a lower than expected vitros valp result obtained from a non-vitros biorad l2 lot 85230 control fluid using vitros valp reagent lot 2511-30-8922 when compared to (B)(6) 2021 vitros peer mean. The definitive assignable cause for the event is unknown. When the lower than expected biorad l2 valp result was obtained, the control sample was tested in triplicate and only one result met the criteria for reporting. Since all three replicate results were obtained from the same qc fluid and valp reagent pack, a transient instrument performance issue could not be ruled out as contributing to the event. In addition, no diagnostic precision testing to assess instrument performance was performed on the vitros 5600 integrated system to confirm instrument performance. A review of vitros gen 30 qc performance using biorad controls indicates that means for both levels are lower than the peer means. However, the peer data is not reagent lot specific. Historical quality control results using vitros tdm pv fluids obtained from the vitros gen 30 reagent were within expected ranges, indicating the vitros gen 30 reagent was performing as intended. Therefore, an issue with the biorad controls cannot be ruled out as a contributing factor. (B)(4).